Event description:
It was reported that the trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. The vessel wings would not collapse. Hemostasis was achieved using manual compression. There were no adverse patient effects as a result of this incident. No additional information available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.